Event description:
It was reported by ucla that "rapid infuser failed minutes prior to re-perfusion during anhepatic phase for pt that was dependent on blood transfusion on the floor, even before coming to surgery. Belmont beeped 3 times with high pressure and then resolved itself only to have overheating alarm. There was a one way valve in place and the belmont was plugged into the blackbox outlet in the back (one dedicated for only rapid infuser) with nothing else plugged in. Used only about 4 units of blood 7 of ffb at that point, a number lower than expected or usually transfused. No medication through the venous infusion port (vip) of swan ganz catheter."

Manufacturer narrative:
The implicated belmont rapid infusion and the disposable set were not returned for eval. We have tested the rapid infusers, from this hosp, several times and found no problems. We believe the heat exchanger flow path was impeded causing the "high pressure" alarm and eventually when the flow path was completely blocked, the over temp alarm was triggered. The system had shut down due to over temperature, as it is designed to do: whenever fluid from the heat exchanger reaches 42 deg c, and the system stops pumping and heating and closes off the line to the pt. The volume of tubing between the temperature sensor and the pt is 45 ml so that none of the over temperature fluid could have reached the pt. We believe that clot formation inside the heat exchanger blocking flow was the most likely cause of the system/heat exchanger overheating rather than a system malfunction. Our company president, director of sales and marketing, engineer project mgr, and clinical specialist met with the lead anesthesiologist for liver transplants at this hosp after we received the reports. We are diligently working with this hosp trying to find the root cause. Our clinical specialist and the engineering project mgr spent several days, observing various operations, attempting to find the root cause. At this time, we are unable to find any problems with our system. (B)(4). The complaint listed above is non-existent.